Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 02-feb-2023. H6: investigation summary the customer reported separation at the drip chamber and returned 4 sets. The first three were all separated at the drip chamber (3 sets, 2 chambers returned) and the fourth set was separated at the inlet of first smart site. Complaint verified. The root cause is traced to insufficient solvent for all 4 failures, which is related to manufacturing process. Device history record review for model 42103e lot number 22049268 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing separated from the drip chamber while spiking the IV bag. This occurred with 3 different sets. The following information was provided by the initial reporter: "bd smartsite gravity IV sets have separated at top where drip chamber meets tubing. The tubing literally separates when trying to spike an IV bag. It does not seem as though the two pieces are sealed together, because the separation is clean. This must be an infection control issue. Bd IV tubing disconnecting/separating below the drip chamber."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing separated from the drip chamber while spiking the IV bag. This occurred with 3 different sets. The following information was provided by the initial reporter: "bd smartsite gravity IV sets have separated at top where drip chamber meets tubing. The tubing literally separates when trying to spike an IV bag. It does not seem as though the two pieces are sealed together, because the separation is clean. This must be an infection control issue. Bd IV tubing disconnecting/separating below the drip chamber."